Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest blood glucose of 401 mg/dl for approximately seven hours while using the ilet with a dexcom g7, during which the user noted air bubbles in the infusion tubing and replaced the infusion set, cartridge, and connector; the device alerted for high glucose, the agent guided a fingerstick of 328 mg/dl that was entered for calibration, and glucose subsequently trended down into range. Symptoms included thirst. Outcomes included no need for medical intervention and non-medical assistance from a family member provided out of kindness. Investigation included troubleshooting and patient education performed by support personnel. Investigation of this case revealed no confirmed device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.